Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A sample from a retained lot was evaluated, as the original, affected sample was not available. The device was visually inspected and gravity flow-tested. The retained device operated within the desired product specifications. The evaluation of the retained lot could not verify the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
A customer reported that light sensitive drug administration set leaked. This event was observed outside of patient use. No additional information is available.